Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
A healthcare provider reported that ¿the patient went in and she almost died because she had aspirated some of her stomach contents or something¿. The medication used within the system was unknown.

Event description:
A healthcare provider later reported that the event was not related to the intrathecal pump. The patient vomited and aspirated some gastric content while under IV sedation (midazolam, fentanyl, and propofol) for a spinal injection procedure. No surgical intervention occurred. The patient was hospitalized for five days for treatment of aspiration pneumonitis. The patient recovered without sequelae. The medications used within the system were hydromorphone, bupivacaine, droperidol, fentanyl, and clonidine.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported their healthcare provider gave them ¿shots in their back¿ and she was unconscious for three hours at the office; that their hcp ¿almost killed them¿. The patient stated this occurred on (B)(6) 2013 and they were subsequently in the hospital for a week. They also stated their hcp ¿ripped up their throat really badly¿ with a feeding tube.